Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump's elective replacement indicator indicated less than 1 month in shelf state, but was also simple continuous. After the pump was updated, the pump's elective replacement indicator indicated 81 months. The drugs used in the pump at the time of the event was not reported. Add'l info has been requested, but was not available as of the date of this report.